Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly; the pusher assembly was kinked approximately 86.5 and 93.5 cm from the proximal end of the pusher assembly; the introducer sheath was ovalized approximately 30.5 cm from the distal tip; the embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed that the pc400 coil introducer sheath was ovalized. This type of damage typically occurs due to improper handling during use. If the device is forcefully gripped or bent during re-sheathing, damage such as this may occur. The ovalization in the introducer sheath likely created the resistance that the physician experienced while attempting to re-sheath the pc400 coil. Further evaluation revealed that the pc400 coil pusher assembly was kinked. This damage was likely incidental and may have occurred during packaging of the device for return. Pc400 coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra coil 400 coils (pc400 coils). During the procedure, the physician deployed and detached three pc400 coils into the distal portion of the aneurysm and then attempted to deliver a fourth pc400 coil. However, while the fourth pc400 coil was advancing through the other manufacturer's microcatheter, it was not coiling successfully. Therefore, the physician attempted to retract the coil back into its introducer sheath but encountered resistance and had difficulty resheathing the coil. Although strong resistance was encountered, the physician was able to remove the pc400 coil. Thereafter, the procedure was completed using a new pc400 coil with no further issues. There was no report of an adverse effect to the patient.